Manufacturer narrative:
Additional report was received that the patient had injuries and had experienced burning, pain in lower back, muscle spasm and difficulty breathing as a result of the patients implanted spinal cord stimulator.

Event description:
A report was received that the patient had experienced pain at the ipg site . The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 20963904, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient had experienced pain at the ipg site . The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that source of the complaint was not determined as the device would no longer functioning upon receiving. The device would not be linked nor charged. The device data could not be retrieved using an external power source. An internal test found excessive sleep current drainage and high thermal on u2 asic. This type of damage occured when the ipg is exposed to high-voltage transients. The device damage was likely caused by electrocautery during the explant procedure as there was no complaint originally about the charging nor linking anomalies against the ipg. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sc-8336-50 (sn (B)(4)). Device evaluation indicated that source of the complaint was not determined as the lead tails were cleanly cut. One of the lead tails was partially nicked by a surgical tool. There were no traces of corrosion at the cut/nicked sections of the lead suggesting that the damage occurred during the explant procedure. The damage to the lead was a result of a typical explant procedure and it was not considered a failure. No other anomalies were identified aside from the explant damage.

Event description:
A report was received that the patient had experienced pain at the ipg site. The patient underwent an explant procedure and was doing well postoperatively.